Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a shocking or jolting sensation at the stimulator location, chest, and down the pt's legs. The pt experienced a "tased" feeling. The pt had the stimulator turned off because of the shocking. Additional info has been requested, a follow-up report will be sent if additional info becomes available.